Event description:
Nuclear medicine technician attempted to position the pt for a bone scan. The bone scan equipment malfunctioned, and the test could not start. The pt's test was cancelled. The pt was rescheduled to return on an alternate day for the test. Equipment technician was notified. There was no injury to the pt.